Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Balloon ruptures can occur as a result of a manufacturing deficiency (such as damage to the balloon during the processing of the balloon material) or from use of the device. During use there can be an interaction with anatomy and/or accessory devices, which can damage or weaken the balloon material and lead to rupture during inflation. To ensure this type of damage is not a result of manufacturing, all balloons are 100% inflated online to 2 bars above rated burst pressure and a sampling of units are rupture tested prior to release for use. There was no leak reported during preparation of the device suggesting there was no damage or leak present prior to use. The anatomical conditions reported were heavy calcification which may have subsequently contributed to the reported balloon rupture. Additionally, it was reported that it was the physicians opinion that the rupture resulted from the anatomical conditions and did not rupture until the second inflation. A conclusive cause cannot be determined; however, there are no indications of a product quality deficiency. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that during the procedure in the heavily calcified unspecified artery, the fox plus balloon was inflated to unspecified atmosphere (atm) and deflated successfully. The balloon was repositioned proximally and during the second inflation to unspecified atm, the balloon ruptured. Another unspecified balloon was used to complete dilatation. There was no adverse patient effect. Reportedly, it was the physician's opinion that the rupture was caused by arterial disease and not a device malfunction. Though requested, additional information was not provided.